Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged that the pump emitted a cs 069 service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 3/7/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: during investigation of the returned pump, ¿cs069¿ alarm reproduced at power up. The pump was unable to recover from ¿cs069¿ after reboot. The ¿cs069¿ failure is defined as language file corruption while retrieving the language text. The ¿cs069¿ failure was written as ¿cs087¿ failure in black box. The error is resident to flash chip (u39).